Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Duodenitis and esophagitis are known complications of a peg tube/j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient underwent an endoscopy, and it was discovered that the j-tube was clogged and knotted. It was also observed that the patient had esophagitis and duodenitis. The physician prescribed nexium for treatment. The j-tube was replaced on (B)(6) 2019.